Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The bed broke at a weld on the right hand side. The consumer was stranded on the floor for about an hour before help arrived.